Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown implants and was presented with bilateral unspecified adverse event postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2013 with catalog number 3507510mc; serial number (B)(4) on the left side and with catalog number 3507510mc; serial number (B)(4) on the right side. This report is for the patient¿s left-sided device.